Event description:
Customer reported a leak of < 1 ml diluted blood from the probe wash while running quality control (qc)on the coulter hmx hematology analyzer with autoloader. The customer was wearing gloves and lab coat. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Customer technical support (cts) had the customer exercise the probe wipe by manually bringing it down and then back up the probe. Customer stated that the leak was decreased, but still present. The field service engineer (fse) adjusted the probe wipe to correspond with center port on lock to resolve the issue.identified failure mode: probe wipe needed adjustment. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).